Manufacturer narrative:
The insulin pump functioned properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test. The motor was tested outside the device and passed motor test. No excessive no delivery alarm, motor error alarm was noted. The pump was not stuck in rewind, no acting up, keypad anomaly or display anomaly was noted during testing. The pump was received with scratched lcd window and cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a motor error from the insulin pump. The customer's blood glucose reading was 461 mg/dl. The customer stated that her pump was acting up. The customer stated that the pump gave her a motor error and it read no delivery. The customer stated that the pump was stuck in rewind with a closed circle. The customer stated that she changed out the battery in less than 5 minutes during bolus. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.